Event description:
It was reported that a matrix mandible plate broke during a mandible reconstruction. The plate was bent using a synthes bending instrument at a sharp angle; it snapped when an attempt was made to unbend it. No fragments created/left behind, and an approximate five minute surgical time delay. Had another plate in the set readily available for use, case successfully completed without incident. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: product investigation summary: it was reported that a matrix mandible plate (part 04.503.740 / lot 7458803) broke during a mandible reconstruction. The plate was bent using a synthes bending instrument at a sharp angle; it snapped when an attempt was made to unbend it. The returned instrument was evaluated and the complaint condition was able to be confirmed. A definitive root cause was unable to be determined; however, the failure mode is consistent with repeated/sharp bending during contouring. The returned angle 2.5mm matrix mandible reconstruction plate is part of the matrixmandible system, which is a cmf plating system that offers a reduced plate/screw profile, improved screw retention, and a comprehensive anatomic locking plate selection. The associated drawing was reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. A review of the device history record found no indications of any potential issues that would contribute to the complaint condition. The complaint description indicated that the returned double angle reconstruction plate was re-bent prior to it breaking. The matrixmandible technique guide states that during contouring, reverse and sharp bends may weaken plates and lead to premature plate failure. The reported sharp bending of the plate is the root cause of breakage. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information is unknown. Device broke before insertion; device was not implanted/explanted. A review of the device history record revealed no complaint related anomalies. The device history record shows lot 7458803 of ti matrixmandible 7x23 angle recon pl right 2.5mm thick was processed through the normal manufacturing and inspection operations with no rework or non-conformances noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record determined the raw material lot 7357791 met all specifications. There are no indications of any potential issues that would contribute to the complaint condition. A review of the component device history record determined the component material lot 7296762 met all specifications. There are no indications of any potential issues that would contribute to the complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.